Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were multiple, intermittent occurrences of air bubbles observed in the luer lock and cartridge tubing. The customer's blood glucose levels were high, the exact value was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided on the reported event.